Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with slow ventricular tachycardia. The implantable cardioverter defibrillator incorrectly interpreted the signal which showed this episode as right ventricular over-sensing. It was unknown if high voltage therapy was inhibited as a result of this. No intervention was made. The patient was in stable condition.